Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Additionally, it was reported that the pump history was missing data despite the pump being in use. Reportedly, the customer continued using the pump for insulin therapy. Customer's blood glucose ranged from 90-120 mg/dl.